Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed and a definitive event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, fusiform aneurysm in the left ophthalmic internal carotid artery (ica). Aneurysm had a neck diameter of 10mm. Landing zone artery size was 4.50mm distal and 5.00mm proximal. The vessel was severely tortuous. It was reported that the pipeline flex was advanced with resistance at the hub of the microcatheter. At deployment, the pipeline flex did not open distally. The device was resheathed two times, which was not successful in opening the distal end. No other attempts were made to open the device. The pipeline flex was resheathed to be removed. It was reported that the pipeline flex "dislodged" in the microcatheter. A new pipeline flex device was implanted. Post-procedure angiographic result was good. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex braid was not attached to its pushwire as it was deployed inside catheter lumen during removal. For further examination, the catheter was dissected to remove the braid. The tip coil appeared to be damaged (wavy). The distal and proximal ends of the pipeline flex braid were found fully opened and severely frayed. Based on the analysis findings, the report of pipeline flex failure to open at the distal end could not be confirmed as the received pipeline flex braid was found fully opened. It is possible that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issue. However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.